Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was observed that the pacemaker was in backup vvi mode. The cause of the backup vvi was noted to be memory corruption. The patient was brought into clinic and the device was successfully restored. There were no adverse patient consequences.